Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: (B)(6) at time of enrollmet.

Event description:
(B)(6) study. It was reported that stent thrombosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2019 and the index procedure was performed on the same day. The target lesion was located in right mid and distal superficial femoral artery (sfa) with 100% stenosis and was 150 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii c lesion. The target lesion was treated with pre-dilatation followed by placement of 6mm x 120mm and 6mm x 80mm study stents. Following post dilation, residual stenosis was 10%. On (B)(6) 2019, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, the subject presented to the site for protocol scheduled 12-month follow-up visit. On arrival, rutherford classification was 1(mild claudication) and stent thrombosis was noted. No action has been taken to treat this event. No additional patient complications have been reported.